Manufacturer narrative:
(B)(4).

Event description:
Refer to MFR report # 3004209178201009493. On (B)(6) 2010, it was initially reported that while device stimulation was on, a pt had a loss of therapeutic effect. The pt felt that the right lead was causing "vibrations" down their right leg, and that the left lead was not covering her pain at all. The issue was noted to occur following the implantation of the device. It was noted that a company representative was able to provide some help at first in regards to the stimulation issue of the right leg, while the pt was in the hospital. A reprogramming session was scheduled for (B)(6) 2010. On (B)(6) 2010, it was further reported that reprogramming was done on (B)(6) 2010, and the pt was then receiving coverage and was getting good pain relief. It was noted that the coverage she was receiving was equivalent to the good pain relief she had received for four years. It was noted that she was on her second device battery. On (B)(6) 2010, it was later reported that the pt again had a loss of therapeutic effect and felt "excruciating" pain. Upon waking up on (B)(6) 2010, the pt turned her stimulation on, and indicated that it felt like "her insides were going to burst out". The pt also had felt like the implanted neuro stimulator (ins) had moved. The area of the body effected was clarified as being the "bikini" area and around the ins, which was located above the bikini line. The pt was admitted to a hospital. A company representative was heading to the hospital to help turn the stimulation on. No falls or accidents were indicated. The ins that was initially implanted on the right side above the buttocks, was later moved in (B)(6) to the "right front". At the time of the revision procedure, it was noted that the leads were not long enough. Initially, the device covered the pelvic area, but after being moved, the device was noted as not having covered the right spot as it was too low. Reprogramming was attempted on (B)(6) 2010, but coverage was not accomplished, and it was thought that there was something wrong with the lead. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.